Event description:
The customer reported that during an infusion of on a heamodynamically unstable patient the channels administering adrenaline and noradrenaline switched off automatically without any warning. The patient suffered a drop in systolic blood pressure to mid 50s, nursing staff were able to reinstitute the infusions and regained acceptable blood pressure parameters over the course of 2+ minutes. No additional patient or event information provided. Manufacturer's report number: 2016493-2014-00499. (B)(4).

Manufacturer narrative:
(B)(4). Note: pump module infusing noradrenaline is internal file (B)(4), reported on MFR rpt# 2016493-2014-00114. Pump module infusing adrenaline is internal file #(B)(4), reported on MFR rpt# 2016493-2014-00115. This report was filed by the manufacturer. The alaris point-of-care-unit (pcu) and 3 x pump modules were received for evaluation and the event logs were downloaded. The pump modules were received connected to the pcu with pump modules were received connected to the pcu with pump module s/n (B)(4) in position a (left hand side of pcu), s/n (B)(4) in position position b (right hand side of pcu) and s/n (B)(4) in position c (right hand side of "b"). A review of the event log confirmed that channel b s/n (B)(4) infusing adrenaline and channel c s/n 1(B)(4) infusing noradrenaline were disconnected from the cpu and subsequently shut down during the infusion. Visual inspection revealed contamination of the pcu right iui connector causing a loss in communication between the pcu and the pump modules attached to the right. During this time channel a s/n (B)(4) infusing glyceryl trinitrate continued uninterrupted. The cause for the customer's complaint is being attributed to contamination on the pins of the pcu right iui connector. The root cause for the presence of contamination and corrosion on the iui connectors is not known but may be an indication of needed improvement in the cleaning and pm activities being performed.